Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated up to 388 (mg/dl) with trace ketones. The cause of the elevated bg level was unknown. The customer contacted a healthcare provider (hcp) and the hcp adjusted the customer's basal setting to address bg levels. The customer also delivered a bolus.